Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured after being inflated for 3 seconds at 5 atmospheres upon first inflation. The device was removed using the normal method without any problem and procedure was completed with a different device. There were no complications reported and the patient is in good condition after the procedure.